Event description:
It was reported that during a sleeve gastrectomy / bariatric surgery there was no formation of staple line from three rows of the reload (specimen side) as the staples didn¿t go out from the reload from those three rows during firing which lead for bleeding from the specimen outside after removing it from the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how many devices were used in the procedure? They used 5 reloads (2 ecr60g & 3 ecr60d) with powered echelon. How many devices will be returned? No device will be returned only I sent the defective used green reload (one cartridge) on what tissue type was the device used? At what location on the tissue? During the second firing which is in proximity to the angularis on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During the second firing which is in proximity to the angularis during which stroke did the event occur? They used powered echelon, it is only one firing stroke in what device was the cartridge was being used? Powered echelon with green cartridge was buttressing material utilized? If so, which product? Yes they used gore buttressing material ( simguard) was the instrument fired across or near an existing staple line or clip? It was in the second staple line which follow the first one and there was no crossing were any unexpected noises heard? If so, when? No noise or irregular sound heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, it was smooth firing and nothing unusual occurred. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The staple line was v. Good and nothing noticed to the staple line of the stomach as the defective was on the three rows of the specimen side which noticed while removing the specimen from the patient. How much blood was lost (ml)? Since the defective of the reload rows was on the specimen side so there was no blood loss. Did the patient require a transfusion? No, the patient didn't need any transfusion.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that an ecr60g cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. In addition, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.